Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant malpositioning, placing the implant too deep or improper implant size selection. Both adjusted implants are the same model and lot number.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had si joint pain relief, but complained of radicular pain following the initial procedure. The surgeon determined that the first and second implants may have been impinging on the nerve root. In (B)(6) 2018, the surgeon performed a revision procedure where he backed up, but did not remove, the first and second implants approximately five millimeters each in an attempt to relieve the nerve impingement. No implants were removed. The patient's radicular pain complaints persist after the revision procedure.